Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a protrusion above her eye where the lead was implanted, and the pt felt a burning and itching sensation as well; although pt also experienced the burning and itching sensation prior to implant. The pt also experienced pain at the implantable neurostimulator (ins) pocket site. Additional info received reported the pt was being treated for pain as a result of nerve damage from shingles on the left side of the patient's head. Following implant, the worst pain in the patient's eye was gone, but the pt had a lot of itching and throbbing in the scalp area. Further info received reported that the pt was seen by the doctor. The physician was "afraid it might come through the skin." The next day ((B)(6) 2011) the pt underwent surgery to reposition the wire in the patient's forehead. Following the revision the patient's eye area was better and the pt didn't have the end bulging in the forehead above her eyebrow. The pt continued to have pain and itching in the scalp, and noted her scalp was so itchy at times she wanted "to scream and dig out my skin". The pt was scheduled for further follow-up and a check of the stimulation system on (B)(6) 2011.